Manufacturer narrative:
(B)(4).

Event description:
New information received notes that insulation abrasion was observed. The patient presented for lead extraction. During extraction procedure, there was a tear in the heart and the chest was cracked open. The patient expired from complications.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.5cm was returned for analysis. External insulation abrasions were noted at 10.0-10.4cm, 42.4-42.5cm, and 44.3-44.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of nonsustained right ventricular oversensing were observed due to oversensing of lead noise. The patient does not need ventricular pacing support. No procedure was recommended or taken to address the issue. No further information is available.